Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) imp,tsv,6.0,10,mtx,mg (tsvt6b10) was returned for investigation. Visual evaluation of the as returned product identified the outer packaging seal and outer vial seal were already broken. The implant and mount were returned separated in a autoclave bag. The reported event could not be recreated due to the nature of the dental device and event (packaging issue). The customer did not provide any pictures. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (63686952). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63686952) for similar event and no other complaint was identified. Based on the available information, the reported malfunction could not be verified and the reported event was non-verifiable. As the circumstances of device delivery could not be recreated.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided. PMA/510k: k101880.

Event description:
It was reported that the seal of the implant container was broken. The broken seal of the implant container was observed during product inspection. They were able to successfully complete procedure with another implant. Tooth location not reported.